Manufacturer narrative:
The device was manufactured by a contract manufacturer, ryder electronics (xinfeng) ltd., located at east shuidong avenue, industrial park, xinfeng town, ganzhou city jiangxi, cn 341600. While awaiting set-up of its electronic submissions gateway, hyperice attempted to submit this report via email to mdrpolicy@FDA.hhs.gov on december 26, 2024.

Event description:
The customer contacted customer service via email and reported that while charging the base unit (battery pack), it caught fire. The customer further reported that the bottom of the base unit "is entirely burnt out" and his bed was damaged. The customer was not using the device when the event occurred. There were no injuries, and no medical intervention was required. The reported damage was to the battery pack, which houses a lithium-ion battery supplied by (B)(4)., a third-party supplier that hyperice no longer uses for batteries. No damage to the device itself was reported.